Event description:
It was reported that the patient experienced 24 inappropriate shocks from p-wave oversensing and double-counting of the right ventricular (rv) lead that their implantable cardioverter defibrillator (ICD) mistakenly identified as ventricular tachycardia (vt) and ventricular fibrillation (vf). In addition, a rv lead warning was triggered for noise, sensing integrity counter (sic), high-rate non-sustained episodes, and high thresholds. A chest x-ray showed that the lead was now straight and no longer had a visible curve with the lead tip dislodged into the annulus. The lead was explanted and replaced. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.